Event description:
Procedure type: face lift. The pt was seen in the office on (B)(6) 2013. The pt developed an abscess. The doctor applied local anesthetic to the area and lanced it. The pt has a f/u appointment scheduled in 2 weeks.

Manufacturer narrative:
(B)(4).